Event description:
The reporter stated that there was a bonding issue between the male luer lock (mll) and the tubing. During analysis, the tubing was found disconnected. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
One sample was received with the male luer lock missing from the tubing due to undersized tubing. No issues were noted during review of the device history record. The issue has been reviewed with the tubing supplier, and corrective actions have been received. The reported lot number was manufactured before the corrections were in place. Smiths was able to confirm the issue, and determine the cause. No additional action is necessary at this time. Smiths considers this MDR closed with this report.